Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER). A device check was performed, and they found that the device was in safety mode. Additionally, there was loss of capture, and the patient was symptomatic and had to be externally paced. Subsequently, the device was explanted and replaced. The product is expected to be returned for product analysis. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was reported that the patient was having seven to ten pauses and is passing out every few minutes. The device has already been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER). A device check was performed, and they found that the device was in safety mode. Additionally, there was loss of capture, and the patient was symptomatic and had to be externally paced. Subsequently, the device was explanted and replaced. The product is expected to be returned for product analysis. No additional adverse patient effects were reported.